Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred when the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing snapped and leaked on the floor. Patient noticed water on the floor and it¿s unclear what happened but the tubing snapped.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary a sample was received and investigated by our quality team. The set was separated upon receipt and the customer's complaint has been verified. The torn silicone segment was analyzed under microscope and the tear was congruent with the root cause of improper loading that we have seen in the past. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred when the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing snapped and leaked on the floor. Patient noticed water on the floor and it¿s unclear what happened but the tubing snapped.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred when the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing snapped and leaked on the floor. Patient noticed water on the floor and it¿s unclear what happened but the tubing snapped.